Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they could not determined the root cause of the problem. That was the information they could provide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine case, the surgeon felt inaccurate after a spin. They did a re-spin and still felt inaccurate. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.